Event description:
The customer contact reported a leak; subsequently bleed back was noted. The male adapter of an unspecified gemstar primary tubing set was connected to the female adapter of the extension tubing set. The tubing sets were being used to deliver an unspecified volume of total parenteral nutrition, at an unspecified rate, via a gemstar pump. After an unspecified length of time, solution leaked from the luer connection of the tubing sets. It was reported that bleed back was noted distal to the air eliminating filter of the extension tubing set. The tubing sets were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.